Event description:
The report stated that the ventilator froze up with no alarms activating. The ventilator was in the simv mode but the patient was sedated. The report stated there were no breaths being delivered and no alarms. The patient appeared cyanotic and required hand bag ventilation and was placed on another ventilator.